Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months.  Ventricular tachycardia - 2132; hematuria - 2558. The device was not explanted from the patient and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with ventricular tachycardia (vt) implantable cardioverter-defibrillator (ICD) shocks, an increase in lactate dehydrogenase (ldh) to the upper 600¿s u/l from a baseline of 300u/l, and positive hematuria. Inr was 4.4. Speed decelerations were observed during system controller history interrogation. Log file analysis completed by the manufacturer¿s technical services representative revealed 1 increase in power and an increase in the flow. On (B)(6) 2017, it was reported that the patient''s coumadin was placed on hold. Patient experienced an intracerebral hemorrhage (ich) and care was withdrawn. Patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Hemolysis, bleeding, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.